Event description:
The reporter stated the patient's capsule bag was loose but the surgeon decided to implant an aq2010v silicone three piece lens. The lens was inserted and removed. A suleus lens was implanted. The facility was unable to provide any additional info. If additional info is received, a supplemental medwatch will be sent.

Manufacturer narrative:
No lens returned in unit carton. Results: a lens work order search was performed and no similar complaint was found. Conclusions: based on the complaint history and the work order search, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.